Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) customer complained of gas leak in iab circuit. There was no patient involvement.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) verifed the reported issue. Customer also reported for instances of gas leak in iab circuit was captured in the logs on (B)(6) 2023.16:17:30 and 16:16:45. He did an analysis and upon further investigations, the iab circuit was disconnected on the same day at 10:20:58. It might be due to the earlier disconnection that caused the leak later on. No other serious events was found in the logs. Unit passed all manifold test and safe for use. Customer already disposed of the iab circuit. Performed the all manifold test and found that unit to be still working fine. Safety disk replacement is on the way as the quotation was already out and waiting for customer's poa. The safety disk are still on allocation from the comm ops and we are running almost low to zero stocks on it. Its actually not a repair but a maintenance triggered replacement.